Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for a stomach virus and large levels of ketones determined to be dangerous. At the time of admission, contact reported that the customer's blood glucose level was 182 (mg/dl). While in the hospital, customer was treated with intravenous insulin. During troubleshooting with tandem technical support, contact witnessed insulin exit the tubing. Contact reported that they believed that the hospitalization was due to a stomach virus, and believed that it was unrelated to pump or supplies. Customer was released on (B)(6) 2016 in stable condition.